Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. To resolve the issue, the silicone elbow, connecting the main blower to the electrovalve in the pneumatic block, was reconnected. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.